Manufacturer narrative:
Birth year reported as (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient first complained of the left thigh/hip pain and on (B)(6) 2019 patient was toppled on the buttocks area. There was a breakage of the implant. Originally, the patient had an implantation of proximal femoral nail antirotation (pfna) system on (B)(6) 2018 due to dislocated multi-fracture of the left femur. Since that operation the patient was steadily better and still under full load symptom-free on the walking frame. Patient status is unknown. This report is for one (1) pfna nail. This is report 1 of 3 for complaint (B)(6).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 4 for (B)(4).

Event description:
It was further reported that the patient underwent revision surgery and osteosynthesis due to the broken pfna nail and osteomyelitis on (B)(6) 2019. The pain experienced by the patient in the area of the left upper leg/hip was attributable to the broken nail which had occurred without sufficient trauma. The broken nail resulted in multiple revision surgeries and the development of an infection and of osteomyelitis. The broken nail was replaced with a long pfna nail. The patient is still in inpatient treatment after complete removal of the material.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H6: code 3191 used to capture required surgical intervention and device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 472.325s. Lot: l785294. Manufacturing site: bettlach. Release to warehouse date: 27. Feb. 2018. Expiry date: 01. Feb. 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. The returned broken pfna nail was forwarded to the manufacturing side for evaluation. The statement below is a summary of their investigation. During this investigation, the outer diameter and the inner diameter were measured and have fulfilled the specification according to the drawing. Besides, during the manufacturing process these features were inspected through the inspection sheet and the whole lot has passed its specifications. Therefore, the nail was manufactured according to its quality standards and any manufacturing issue has been excluded. Based on the investigation results, this complaint is rated as confirmed since the nail is broken as claimed by the customer. However, from the manufacturing point of view the relevant features were measured and have fulfilled its specification as well as in the manufacturing documentation no issue was identified. Since a manufacturing deficiency has been excluded; this complaint is rated as not valid; therefore, no additional actions are required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.